Event description:
The customer reported the ventilator went vent inop and alarmed while in use. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech confirmed the reported problem due to a flow sensor failure. The service tech replaced the exhalation flow sensor. Performance verification testing and extended self testing (est) was performed on the ventilator, and all tests passed per operating specifications.